Event description:
It was reported that bd angiocath¿ plus IV catheter foreign matter on needle.

Manufacturer narrative:
Investigation summary: photo received for evaluation. From the photos, observed black foreign matter on the cannula. Used sample was received, brown fibre was observed on the cannula. Further inspection was performed by using fourier transform infrared spectroscopy (ftir) testing. The result of this testing shows the foreign matter was consistent with protein (hair). A device history record review found no non-conformance's associated with this issue during production of this batch. The fiber could have been transferred from the manufacturing environment during product handling or the assembly process. By the manufacturing associates. A corrective action has been initiated which includes communication and training to all manufacturing associates to raise awareness on this nonconformance and improved housekeeping procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Brown fibre on cannula the sample is not decontaminated. The fibre was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the fm had matched with protein. The complaint is confirmed and product is out of specification. CAPA#590616 had been raised to address foreign matter issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus IV catheter foreign matter on needle.